Manufacturer narrative:
Concomitant: product ID 3708360, serial# (B)(4), implanted: 2007-(B)(6), product type extension, product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), product type recharger. Product ID neu_unknown_lead, serial# (B)(4), implanted: 2007-(B)(6), product type lead, product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s remote control ¿died¿ and it needed to be replaced. The patient was asked to clarify and they responded ¿it no longer showed it was charged.¿ the patient stated that they changed the batteries. The patient also stated that when they ¿put it on the unit it really did a major jolt and you cannot turn down the stimulation.¿ the patient stated that they noticed this ¿about¿ three months prior to report. The patient stated that they had not really been using the implantable neurostimulator (ins) much because they had been ¿dealing with other things.¿ the patient noted a bone infection in their shoulder. Patient services had the patient try to sync with the ins and a problem with the patient programmer was reported. The patient noted that they did not use an antenna and that they never used the antenna. It was verified that the patient was still able to communicate with the ins with the recharger. The patient noted that they had been charging the ins. It was further reported that the patient could not communicate with the ins. It was noted that it started ¿in the last month.¿ the recharger worked to turn it off and on. It appeared to have occurred through product use. Analysis of the patient programmer found that the telemetry board was corroded and the face plate was scratched. It was noted that there was a reliability non-conformance. It was later reported that the patient did not have concerns with the device or therapy.